Event description:
The surgeon used a prowler 14 microcatheter (606151x/15819070) and 0.014 wire. He found that the wire could not be advanced in the microcatheter. The microcatheter was changed to another prowler 14 microcatheter (606151x/15819070) and the wire could go through but could not control freely. Also it was difficult to advance. Finally the surgeon changed to a competitor¿s gc to complete the procedure. No adverse event on the patient. The patient had r-pcom and did procedure on (B)(6) 2013.

Manufacturer narrative:
During treatment of a right posterior communicating (pcom) artery when using a prowler 14 microcatheter (606151x/15819070) it was found that the unknown 0.014 wire could not be advanced in the microcatheter. The microcatheter was changed to another prowler 14 microcatheter (606151x/15819070) and the wire could go through but could not control freely. Also it was difficult to advance. The device was changed to a competitor¿s catheter to complete the procedure. There was no adverse event to the patient. One non-sterile prowler 14 150cm microcatheter was received coiled inside of an original package along with a noncodman guidewire. The body shaft of the device was inspected and it was found compressed. The microcatheter was inspected under microscope and the damages found with the visual analysis were confirmed (compressed section). The ID of the microcatheter was measured it was found within specification. The received microcatheter was flushed using a lab sample syringe (nipro) after that the received 0.014¿¿ guidewire was introduced into the microcatheter and slight friction was felt when the guide wire was passed through of the compressed section found on the received device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With functional testing of the returned prowler 14 microcatheter there was no obstruction of the microcatheter; however, there was resistance during insertion of the concomitant guidewire. The cause of this resistance was the compressed damages found on the returned prowler 14 mc. The timing and cause of the compressions cannot be definitely determined. With review of the device history records and analysis, there is no indication of relationship to the manufacturing process. Additionally, inspections are in place to prevent these types of damages leaving from the facility. Therefore no corrective actions will be taken at this time. Concomitant medical products and therapy dates: 0.014 wire (details unknown); prowler 14 mc (606151x/15819070).

Manufacturer narrative:
Correction to complaint reportability: based on additional information received from the qualrap on (B)(6) 2013, the complaint has been determined to be non-reportable.